Manufacturer narrative:
1st operation date was around (B)(6) 2009 the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported via powerpoint slides from the hospital that in situ the locking caps were loose. The proximal set screws were reported to have become loose on the left and right side. The revision surgery was scheduled at a later date. During the revision surgery, rods were added and the set screws were retightened. There was a 60 minute delay reported. No additional information about the event is available at this time. Device will not be returned for investigation. This is report number 4 of 4 for (B)(4).